Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a valve implanted in (B)(6) 2010. It was stated the tubing cracked, and it had already been surgically resolved.